Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. The balloon was tightly folded. Microscopic inspection revealed tip damage. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 4.50mm x 12mm nc emerge balloon catheter was advanced for post-dilatation. However, it was noted that the device failed to cross the lesion and was fractured due to intravascular calcification. No balloon fragments remained in the patient's body. The procedure was completed with a 4.5x12mm non-bsc balloon catheter. No patient complications were reported and patient's status was stable.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 4.50 mm x 12 mm nc emerge balloon catheter was advanced for post-dilatation. However, it was noted that the device failed to cross the lesion and was fractured due to intravascular calcification. No balloon fragments remained in the patient's body. The procedure was completed with a 4.5 x 12 mm non-bsc balloon catheter. No patient complications were reported and patient's status was stable.